Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/dl. Customer's other blood glucose value was 94 mg/dl. Customer did receive a sensor updating and change sensor alert. The insulin pump will not be returned for analysis.